Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies found. The ins was functionally okay. Final device analysis of the lead revealed the following: no significant anomaly found. All conductors were broken (overstress damage), suspected near the electrode weld sites.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v185451, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
It was reported that the lead was explanted the day after reported event. The patient requested removal due to need for MRI. The lead fractured upon removal leaving lead fragment (tines and below) within patient. No planned action as physician is unsure if he can retrieve fragment. An x-ray was performed. It was reported that the patient was alive with no injury on the day of reported event. It was reported that the MRI was not possible due to lead fragment remaining in patient. Additional information received reported that the lead was damaged during the procedure. The healthcare provider (hcp) stated that during the removal of the lead the inner core pulled out leaving the tined section and all 4 electrodes in the patient. Hcp took ap view x-ray and stated the segment was below the sacrum. District manager stated taking a lateral view would show specifically how deep fragmented lead was located to see if it could be moved in the future given patient¿s potential need for MRI. Hcp will review with patient regarding future MRI. The patient has osteoarthritis and other back issues and was told by another hcp that in the future she may need to have MRI taken. But none were planned for the immediate future. The caller stated patient was a "good sized" patient so dissecting down to get fragment would be very invasive for patient.

Event description:
Additional information from the healthcare provider stated the device was removed because the patient stated they had an increase in urgency. It was reported on (B)(6) 2014 the patient met with their healthcare provider and their urge incontinence was controlled and they discussed removal of their device. It was stated the patient shut their device off in (B)(6) 2012 because the settings seemed to make their urgency and frequency worse. It was noted the patient was not having much leakage but wore a pad for protection. Reportedly, the patient previously got good results from their device but they could only use two out of the four programs because two of them caused pain. It was stated the patient had some intermittent discomfort in their mid-gluteal fold and had some arthritic symptoms on the right side of their body and the patient was concerned their device may be causing this. It was noted the patient had moderate tenderness along their spine. The patient¿s device was removed on (B)(6) 2014 but the lead did fracture upon removal and t he outer portion of the tined lead was left in place. Reportedly, the patient tolerated the procedure well and was discharged home after recovery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.